Event description:
Ous MDR - after an implantation period of about 54 months, atrial impedance values > 3200 ohms in both uni and bipolar settings were reported. Atrial capture was obtained at 3.8v @ 1.0ms in unipolar. Several mode switches stored due to noise on atrial lead. The devices was reprogrammed. The system remained implanted at that time. No adverse patient side effects were reported. The date of implant was not provided.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Next, the pacing impedance graph received for analysis was inspected and the high value of the atrial pacing impedance mentioned in the complaint description was confirmed. However, based on the information available for analysis not conclusions can be drawn regarding the root cause of this observation. Should additional relevant information or the devices themselves become available, the investigation will be updated.